Manufacturer narrative:
The reported event was lead dislodgement. A complete lead was returned in one piece. Visual inspection, x-ray examination and electrical testing of the lead found no conductor fractures or internal shorts and no anomalies. The s-curve hump height was measured to be within product specification.

Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During the procedure, the left ventricular (lv) lead was dislodged. The physician re-attempted to implant the lv lead but was unsuccessful. The lv lead was removed and the procedure was completed successfully. The patient was discharged with no reports of adverse consequences.